Event description:
In 2002, nellcor puritan bennett received a call stating that a marquette monitor in conjunction with an npb uniprobe and a npb d-20 sensor was giving high sp02 readings. Abg was drawn and it showed an sp02 reading that did not correlate. Current patient condition is unknown.